Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator was in backup mode after magnetic resonance imaging. Loss of defibrillation therapy was also noted. The device was able to reset to normal setting by programming intervention. The patient was stable.